Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threaded portion of a reamer broke within surgery and was removed from the wound. The procedure was completed with an alternative reamer without reported patient impacts.

Manufacturer narrative:
The returned reamer probe was evaluated. The device was fractured as reported. The cause is likely attributed wear and fatigue from repetitive use combined with some amount of off-axis forces applied to the reamer while in the bone. A review of the DHR did not identify any issues which would have contributed to this event.